Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced a seizure but it was not confirmed where the patient was at the time or what he was doing prior to the seizure. The patient¿s mother called emergency medical services. The patient¿s cgm displayed 87 mg/dl; however, his bg was 43 mg/dl. The patient was treated with baqsimi (inhaled glucose) either by ems or his mother. The patient recovered, declined transportation to the hospital, and was fine at the time of the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.